Manufacturer narrative:
Serious injury has been selected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having pain in the implant area, which could be extreme but went away. Patient thought that they might have stretched too far around a recliner when sitting in it because that was when it began. Patient stated that it was ok for a little while then started hurting again. Patient also stated that they had a fall on (B)(6) 2016. Patient had x-rays in (B)(6) 2016 and this week. Patient stated that it looked like the ins may have moved, based on comparing the two x-rays. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.